Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and other manufacturer's lead exhibited noise, oversensing, and pacing inhibition. There was no asystole greater than 2 seconds. The impedance measurements had slightly increased, but remained within range. Surgical intervention took place to further examine and replace the system. During the procedure, it was determined that the patient was occluded on both sides. The case was abandoned. The patient received another manufacturer's leadless pacemaker the following day. No adverse patient effects were reported.